Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2024-08183. It was reported that during the patient's lead revision on (B)(6) 2024 the patient's entire lead was not able to be explanted. The remaining fragments were explanted on (B)(6) 2024.